Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. The pump ehl showed error code 45520. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative reflashed the software, calibrated sensor, and replaced the dso seal. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was booting-up and the self-test created a hard fault error code: 45520 with descending code 0004. There was no patient involvement.